Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported the pump had intermittent power and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2019 with the following findings: a review of the pump black box showed no evidence of unexplained pump reboots. A visual inspection of the pump confirmed that the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump ez-prime steps were performed correctly and the pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation.